Event description:
On (B)(6) 2025 the reporter reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of approximately 64 mg/dl. The user was transported to the hospital by ems where the user was treated with oral glucose (e.g., juice, glucose tabs) and discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced seizure with a fall after a low glucose event (reported bg approximately 60¿64 mg/dl) while receiving automated insulin delivery with the ilet. This situation can result in acute neurologic compromise associated with hypoglycemia and is consistent with the observed ems response and hospital treatment with oral glucose and sugar water. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports an undetermined cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.